Event description:
Report received of a non-delivery of IV fluids with no pump alarm. The pt was receiving d5 1/4 ns with 10meq kcl at an unk rate. A few hours after the IV was started, it was noted that the IV bag was still full. The pump had been incrementing as though fluid were being delivered, but no fluid was gone from the IV bag. The pump was removed from clinical service, but no serial number was recorded. Therapy was continued using a different pump. There was no reported adverse effect to the pt.